Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that the target lesion was the cto in the mid lcx with high tortuosity and moderate calcification. The 2.5 x 28 mm xience v stent delivery sys was advanced with force; subsequently, the proximal shaft broke into two pieces. A new 2.5 x 28 mm xience was used to complete the procedure. There were no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4).